Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the implantable pulse generator (ipg) exhibited abnormal function, where pacemaker-mediated tachycardia (pmt) and possible ventricular tachycardia (vt) occurred. The ipg remains in use. No further patient complications have been reported as a result of this event.